Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the tv45x45 was not returned for analysis. A review of the device history record was not possible since the batch/lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015 a 28mm amplatzer amulet (acp2) was implanted. Within days, both pleural and pericardial effusions were noted. As there was no evidence of either effusion during the procedure and as both were diagnosed within a few days of the procedure, the exact origin of the events could not be determined. The pericardial effusion diagnosis was one day prior to the pleural effusion. Thoracentesis was performed and serous, not bloody, fluid was aspirated. The patient is recovering.